Manufacturer narrative:
The suspect device was returned for investigation. The device was visually inspected and the tip of the wire was found to be in tact. No separation was found on the tip of the returned unit. Since the lot number was not provided, a review of the device history record and complaint database could not be performed. The complaint is unconfirmed.

Manufacturer narrative:
One device has been returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the tip of the wire separated from the shaft of the wire during use. The user was unsure what type of procedure was being performed at the time of failure. Additional clinical information has been requested, but none has yet been provided by the user. No patient harm or injury was reported.